Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Patient reports that 1 box of dressings did not adhere well to skin. Previously was using 4x4 size and they worked better. States that spots peeled up and did not stay on longer than a few hours.